Event description:
Bariatric surgical female patient fell from table to floor near case closing, (B)(6). Height/weight tbd. Was told table top was articulated left tilt, reverse trendelenberg. Patient reportedly struck her head, however current condition is unknown. Per staff, equipment on table utilized during case but not present upon examination included mizuho pads, single patient strap and armboards. No indication secondary patient strap, table side extenders or reverse trendelenberg foot rest were utilized. Velcro condition excellent. Draping unknown. Staff in room indicated that the table's top tipped without any staff action or pendant contact.